Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during the surgery the surgeon used one ec60a and one ec45a. By separation of a stent it wasn´t possible to return the knife (both echelon). Also it wasn´t possible to return it with the security mechanism. Both echelon were excise with a scalpel. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p57u8m. The analysis results found that one ec60a device was returned with the anvil damaged the firing mechanism jammed. The device was received with an ecr60g reload present. The reload was received partially fired 1/2. After further analysis it was noted that the knife had buckled. The damage to the knife and anvil is consistent with the device being clamped over an excess of tissue, causing the anvil to bent and for the firing stroke and the staple form to be incomplete. If enough force is applied to the firing trigger the knife will buckle, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.